Manufacturer narrative:
H4: the lot was manufactured from october 24, 2020 - october 26, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a tear across the top front seam under the right and left side of top hanger hole. Functional leak testing was performed, and it was noted that a leak was observed from the tears found during visual inspection. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the top of the seal. The leak was discovered during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.